Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found clavicular crush damage at 30.9 cm from the connector pin which likely contributed to the reported noise.